Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that approximately 18 months following a cataract extraction with intraocular lens (iol) implant procedure, it seems that the lens has spots in it, sort of like a fingerprint in your contacts or glasses. He also states his vision is cloudy. His doctor suggested dry eyes and he is constantly using high quality drops; yet the issue persists. He reports eye strain and can't read or see well at all. Additional information was provided by the patient that his doctor performed a laser procedure for a cloud that had formed behind the lens.